Event description:
It was reported that the tear-away sheath in the mediport kit did not have threads to securely twist into place. A new introducer kit was opened and procedure was completed. Reportedly, there was no harm to patient.